Event description:
It was reported that the patient experienced elevated blood glucose of 1.8-2.5 g/l (180-250 mg/dl) in 2009. The patient's normal blood glucose level was not provided. Humidity was also found to be present in the cartridge compartment of the infusion device. No further information was provided. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.